Manufacturer narrative:
It was reported that multiple communication failures occurred during a surgery. DHR review and review of complaint history were not performed based on the low severity of this complaint. This analysis concluded that two communication errors occurred during the case. The first one was due to an accessibility error for an automatic move during the laser registration. The position access was tested on manufacturing site with the event conditions and the error was reproduced. The arm could not reach the position with the tool because it would have been over extended. The shutdown of the device is a normal behavior of the device in this case. The change of the management of errors during the registration phase can be considered as an improvement opportunity. The second one occurred during the cooperative mode in guidance and is due to a known anomaly.

Event description:
During contactless registration, after marking the points the error for each point was displayed. The arm was in intermediate position and the field service engineer selected "drive to" for d2 to remark that point. The robot then displayed a communication error and proceeded to restart. Once rebooted, the registration was resumed. This caused a 10 minute delay. Later, the surgeon was attempting to clear the arm in free and fast but was not stepping on the pedal, resulting in a communication error and a robot shut down. The robot rebooted and the surgery was resumed. This caused a 5 min delay.

Manufacturer narrative:
UDI# : (B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
During contactless registration, after marking the points the error for each point was displayed. The arm was in intermediate position and the field service engineer selected "drive to" for d2 to remark that point. The robot then displayed a communication error and proceeded to restart. Once rebooted, the registration was resumed. This caused a 10 minute delay. Later, the surgeon was attempting to clear the arm in free and fast but was not stepping on the pedal, resulting in a communication error and a robot shut down. The robot rebooted and the surgery was resumed. This caused a 5 min delay.